Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month complaint was reported. Medical device: batch # unknown user facility medwatch form, mw (B)(4). (B)(4). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. We need to confirm the device that was used in the procedure. Was it a cdh25a? Yes, cdh25a. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Doctor; regular user. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes ¿ leak test failed. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? During surgical procedure. How was the leak identified? Leak noticed; failed leak test. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Had to do end ileostomy. What is the current status of the patient? Discharged. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
See user facility medwatch.